Event description:
It was reported that the catheter balloon was inflated with only .5cc's to keep balloon pliant, however, balloon ruptured in pt's chest tube. (Which is off label usage of device). The dr had to suction chest tube to try to get the balloon fragments out. No pt issues reported.